Event description:
A user facility reported the injector would not push the lens forward correctly when ready for the implantation. This was the case with four injectors. The facility reported the surgery was delayed due to this event. There was no pt contact. Additional info has been requested. There are two medical device reports associated with this event. This is first of two reports.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).